Event description:
Ous MDR - on (B)(6) 2014, the patient had a device change out with good numbers for this rv lead change (r 14mv, imp 600ohm, thresh 0.4, shock imp 55ohm). Two weeks post implant, the pace/sense numbers changed dramatically (r- 3mv, imp <200, thresh 2.5v) but the shock impedance remained unchanged, so a new pace/sense lead was implanted. All numbers were good for the new pace/sense lead but a further two weeks later a change in shock impedance (>150ohm) was detected over home monitoring. This out-of-range reading was witnessed over a number of days, so a new ICD lead was implanted. When the lead was exposed, there was a clear break in the insulation of the svc portion, close to the pin. This was not seen at the device exchange or when the pace/sense was exchanged.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal part of the lead was returned for analysis. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The analysis of the fragment revealed a damaged insulation at the df-1 connector, as mentioned in the complaint description. Apart from this no conductor fracture or electrical short circuit were found at the lead. Based on the characteristics as well as the location of the insulation damage at the is-1 connector, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. During further investigations no deviations were noted, which might be related to the low pacing impedance or high shock impedance measurements. The analysis did not reveal any sign of a material or manufacturing problem.